Manufacturer narrative:
The referenced report of previously reported short to shield issue is captured under medwatch MFR report # 2916596-2017-03179. Approximate age of device - 1 year and 1 month. Manufacture investigation conclusion: a full evaluation of the explanted device could not be conducted as it was retained by the hospital. A direct relationship between the device and the reported event could not be determined. The heartmate ii left ventricular assist system instruction for use patient care and management section covers wear and tear to the driveline. A section on handling emergencies is also provided. The heartmate ii patient handbook contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a previous history of short to shield issue. The patient was upgraded to status 1a on the transplant list and underwent a heart transplant on (B)(6) 2018. This patient was transplanted in stable condition with normal pump function with the exception of using an ungrounded patient cable. It is unknown if the pump will be returned for evaluation. No additional information was provided.